Event description:
Boston scientific received information that latitude detected a red alert from this system due to high right ventricular pacing lead impedance. No adverse patient effects were reported.

Manufacturer narrative:
The patient's system consists of a boston scientific device and a competitive right ventricular lead. Further details were not obtained and no other adverse events have been reported. This product issue will be updated if additional information is received.